Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced and the stent was deployed; however, a dissection occurred. The 2.5 x 18 mm xience v stent was then deployed for treatment; however, this stent further caused a dissection. A non-abbott stent was deployed to treat the dissection successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 18 mm xience v referenced is being filed under a separate medwatch report.